Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited vf (ventricular fibrillation) episodes with undersensing and unspecified hv output issue. The patient was in stable condition. No further information was reported.